Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a compromised force sensor alarm during priming. Troubleshooting was performed and drive support cap was normal. Customer's blood glucose was 180 mg/dl. Insulin pump would not be returned.